Event description:
After receiving a posted message the customer was contacted and stated that when he was trained last month, his insulin pump was not set properly and he ended in the hospital due to diabetes ketoacidosis for two days. The caller stated that he was not receiving any insulin and the device did not alarm. The customer was not wearing the sensor at the time and declined to be connected to the helpline. He stated feeling well and had to run. Attempted to contact the customer several times and left a message in the voice mail. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.